Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecolgical procedure on (B)(6) 2011 and a mesh was implanted, concurrently with a a&p repair, sacrospinous vault suspension, enterocele repair due to symptomatic pelvic floor relaxation, sui, abnormal uterine bleeding, complex left adnexal mass, thickened endometrial stripe. No additional information was provided.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2009 and a mesh and boston scientific obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh and bso due to sui. It was reported that patient underwent mesh excision on (B)(6) 2011 due to mesh erosion and bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: other relevant history, concomitant medical products. (B)(4). It was reported that the patient experienced symptomatic pelvic floor relaxation, cystocele, rectocele, enterocele, incomplete bladder emptying, and dyspareunia.